Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that dissection is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Glideassist was used to advance the diamondback coronary orbital atherectomy device (oad) to the mid distal lesion of a tortuous, calcified circumflex artery. Treatment was performed successfully, however when the device was moved backwards to treat the proximal lesion, the crown jumped forward. The oad was turned off and an angiogram showed a type c, non-flow limiting dissection at the ostium and obtuse marginal branch. Planned balloon angioplasty and stent placement were performed and the patient was in stable condition.